Event description:
Reporter called to inform the FDA that his foot became lodged in the wheel-well of his jazzy wheelchair, incurring foot injury (crushing) with severe swelling and bruising that lasted for several weeks after the incident. Reporter has paraplegia with loss of sensation in his lower extremities but did feel some amount of pain when this event occurred. Reporter initially did not know that his foot was caught in the wheel-well and only realized this when the wheelchair would not move or turn. Reporter stated that this is a flawed design (structurally) in this particular wheelchair where, speaking with other individuals who use this same chair, have had the same experience with their foot getting entrapped in the wheel of the device, causing pain and/or injury: this is a fail-safe feature of the jazzy wheelchair. Reporter stated that he contacted the manufacturer of this wheelchair but has heard nothing back from them as of today.